Manufacturer narrative:
Stryker evaluated the customer¿s device and verified that the error code was logged in the memory of the device; however, the issue could not be duplicated. After clearing the codes they did not reoccur. The power off issue could not be duplicated. As a precaution the battery pins were replaced and the batteries from 2019 were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.